Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2020. Additional information: h3 evaluation: product received for analysis. During sample evaluation it was noted that tie strap did not interfere on the correct function of the locking mechanism. Therefore, it is considered that this factor could not affect the product integrity and function. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was broken, due to this condition the plate was not able to be closed as reported, therefore defect is verified. However it could not be related to manufacturing process since at plates subassembly area there is an inspection performed by operator to assure that 100% of plates were properly assembled, and quality performs aql inspection of the subassembly to open and close the plate assembly 10 times to assure proper assembly. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. During sample evaluation the plate was not able to be closed due to locking mechanism is broken, however is could not be related to manufacturing process since each unit is activated to confirm proper function and inspected to complies with current manufacturing instructions. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Based on the present analysis, and condition of sample received it is determined that the reported complaint is observed but it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/19/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2020 and a reservoir was used. During surgery, the reservoir could not be locked. Further details are not provided. There were no adverse consequences to the patient.